Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery performed eighteen (18) years ago to implant a synergy/reflection device, a patient started to suffer recurrent dislocations. It all started approximately two (2) years ago, and then he has dislocated multiple times in the last few months. A revision surgery was performed on (B)(6) 2023, in where a refl cer cup fso 5 ha sz 56mm, a 32mm 12/14 standard ceramic head and a ceramic liner were explanted and replaced for dual mobility option from another company. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: d10. H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, but did not reveal any defects that would cause the stated adverse event. The clinical/medical investigation concluded that, it was reported that after a total hip replacement in 2005, the patient has had multiple recurrent dislocations that started approximately two years ago and required a revision in (B)(6) 2023. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. It has been communicated that no further information is not available or unknown. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient's current condition is unknown and the patient impact beyond that which has already been reported could not be determined. No further clinical assessment can be rendered at this time. For reflection ceramic four screw only 5 ha size 56mm, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. For the femoral head memphis ceramic and r3 ceramic liner, devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, patient anatomy, and/or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.